Event description:
A customer reported that a sleeve from an unspecified product tore and entered a pt's eye during a cataract/vitrectomy procedure. The pt was reported to be "fine", but the customer was unsure of the details. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).